Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va08f3d, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the event or symptoms occurred following a replacement. The lead was replaced. The patient reports a representative was aware of event being reported about the lead revision surgery and had preset the patient programmer. The patient recently went in this week (the first of the week) for surgery and they repositioned the wiring. They put a new wire in. The patient had the device turned off for a while and hcp (healthcare provider) decided they needed to replace the wire and reason for patients lead revision this past (B)(6). The patient went in on (B)(6) morning and went home (B)(6)afternoon from the lead revision. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.